Event description:
It was reported that the customer had high blood glucose levels of 340 mg/dl and 433 mg/dl. It was also reported that the customer received a change sensor alarm as well as calibration errors. Customer's blood glucose level at the time 99 mg/dl. Troubleshooting occured. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.